Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician placed the lead in the atrium with the helix deployed. The physician then retracted the helix in order to reposition the lead, and noticed via fluoroscopy that the helix appeared bent. Upon removal of the attempted lead, the helix was confirmed bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.